Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. There were no reported device malfunctions or product deficiencies. The reported patient effect of dissection of the coronary artery is listed in the xience prime, xience prime sv, and xience prime ll, ce, everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects and the relationship to the device if any could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending artery with moderate tortuosity, moderate calcification and 99% stenosis, pre-dilatation was performed with an unspecified 2.0x12 balloon. A 3.0x33 rx xience prime stent delivery system (sds) was advanced without resistance and the stent was implanted. Post stent deployment a distal edge dissection was observed. A 2.75x12 rx xience prime sds was advanced and implanted to cover the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.